Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components include: product ID 3387s-40, lot# va0xy58, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's skin eroded around the stimloc cap and required surgery to remove the cap and lead. It was reported that the erosion was visible to the eye and the surgery was by plastics group to close wound. The issue was resolved at the time of the report. No further complications were reported as a result of the event.